Event description:
Bellavista screen froze up. Went into do a vent check, was going to suction the patient and tried to push the alarm silence before suctioning the patient. Noticed the ventilator screen was frozen. It started alarming and could not silence the alarm. The ventilator was switched out. The patient was still getting all breaths. They were on CPAP 10/5 and 30%02. Brought the ventilator still alarming to the department and had it unplugged. It would not shut down. FDA safety report ID# (B)(4).